Event description:
Pt admitted to hospital for high blood sugar which started about two days prior to admission. Pt changed infusion set, but not the insulin cartridge. Bg continued to rise leading to vomiting. Pump returned for eval. Pump passed all tests and returned.